Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the leads were not in an optimal position when implanted and the patient did not get adequate pain coverage. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were not returned.